Manufacturer narrative:
Customer' s mother was contacted in follow-up to gather additional information but was unable to clarify on which of the customer's two adc meters the reading of "lo" was obtained on. The date of manufacture of meter serial # (B)(4) is 03/07/2015. The meters have been returned and an investigation utilizing the returned meters and retained test strip lot no. 4500165325 have determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing.

Event description:
A healthcare provider reported the following information to an adc territory manager: on (B)(6) 2016 a patient/customer received a reading from his adc blood glucose meter, which was lower than a subsequent reading obtained by a lab. It was further reported customer received a "lo" reading (a reading lower than 1.1 mmol/l) and a ketone result of 5.0 mmol/l on one of his two adc blood glucose meters. The healthcare provider noted the customer/patient was doing very poorly at the time and was taken to a hospital on an emergency basis. At the hospital, a laboratory reading of 35 mmol/l and ketone result of 6.6 mmol/l were received. Customer was treated initially with "trimargued" (an unknown oral substance), followed by a dka (diabetic ketoacidosis) protocol, consisting of fluids (unspecified intravenous infusion) and insulin, approximately one hour later. There was no report of death or permanent injury associated with this case.